Manufacturer narrative:
Device received with a critical pump error (open book error) and a broken force sensor was detected during seating or regular delivery error alarm found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device received with faded serial number label. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and experienced high blood glucose. The customer¿s blood glucose level was 353 mg/dl. The customer performed troubleshoot. Customer stated that no pump error was displayed before the critical pump error image displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.